Manufacturer narrative:
(B)(6). Device evaluated by MFR.: mustang 7.0 x 40, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 5 mm from the distal end of the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the pressure did not increase and leakage of contrast media was observed during inflation due to balloon rupture. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the pressure did not increase and leakage of contrast media was observed during inflation due to balloon rupture. The device was removed and the procedure was completed with a different device. No patient complications were reported.